Event description:
It was reported that during a laparoscopic cholecystectomy procedure, instrument could not be removed from the vessel. The tissue was torn to remove the device. The bleeding was controlled. The surgeon used another device to close the vessel. There were no other reported pt consequences.

Manufacturer narrative:
Info anticipated, but unavailable at this time.